Event description:
It was reported that the ventilator's turbine stopped spinning with an audible alarm. The ventilator was going through checkout and was not on a patient.

Manufacturer narrative:
The field service technician replaced the turbine manifold to correct the reported problem.